Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The respiratory therapist (rt) reported that during use, the 840 ventilator shut off. Reportedly, the biomedical engineer noted that the device showed loss of graphical user interface (gui) communication and gui reset error codes as well. The patient was transferred to another ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.